Manufacturer narrative:
Continuation of concomitant products: 694758 lead implanted: (B)(6) 2008, 5076-45 lead implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead was repositioned due to a lead issue. The lead remains in use. No patient complications have been reported as a result of this event.